Manufacturer narrative:
Additional information: imdrf code a0501 suture detached is a non-reportable code, making this a non-reportable event.

Event description:
It was reported to boston scientific corporation that an overstitch suture was used on a tore procedure performed on (B)(6) 2024. When customer went to cinch off the first suture during the tore procedure, the cinch deployed in the patient and cut the suture but then also pulled apart into 2 pieces. A suture had snapped off the anchor during the procedure when trying to load onto the curved needle body. This occurred twice despite there being adequate suture slack. The account ensured suture was soaked in saline, kept straight when loading onto the anchor exchange and suture slack was evident when loading onto the curve needle body. The procedure was successfully completed using another device from the same batch. There have been no patient complications reported as a result of this event. Additional information was received on august 26, 2024, stating the suture was detached.

Manufacturer narrative:
Block h6: imdrf code a0401 is being used to capture the reportable event of suture break.

Event description:
It was reported to boston scientific corporation that an overstitch suture was used on a tore procedure performed on (B)(6) 2024. When customer went to cinch off the first suture during the tore procedure, the cinch deployed in the patient and cut the suture but then also pulled apart into 2 pieces. A suture had snapped off the anchor during the procedure when trying to load onto the curved needle body. This occurred twice despite there being adequate suture slack. The account ensured suture was soaked in saline, kept straight when loading onto the anchor exchange and suture slack was evident when loading onto the curve needle body. The procedure was successfully completed using another device from the same batch. There have been no patient complications reported as a result of this event.